Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in b5 and the updates in sections h4, h6, and h10. The information obtained in b5 was inadvertently left out of the initial medwatch report. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use and it was found during setup for a colonoscopy procedure. The intended procedure was completed. The scope was functional on the device and was strictly used until the olympus representative arrived. There was a 15-minute delay in procedure. The patient was not under general anesthesia. There were no adverse health effects to the patient. There was no medical intervention required. The reported problem did not affect the outcome of the procedure. No other devices were connected to the subject device when the failure occurred.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error on multiple different 190 series scopes. Additional details relating to the patient and the event have been requested but the customer just responded and confirmed that the issue was resolved. There was no patient harm or consequence reported as a result of this event.